Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, (B)(4).

Event description:
It was reported that following an implant procedure, the patient was experiencing numbness in both feet and had issues with balance. The patient went to the emergency room (ER) and was admitted to the hospital. The physician believed that the said symptoms were not related to the device or procedure and the cause was unknown. The patient underwent an explant procedure. The explanted devices were not returned as they were kept by the medical facility.